Event description:
It was reported that a new user required assistance performing a full supply change for the ilet and flex 23 infusion set, was skipping steps, and was not clear during a phone walkthrough; the agent restarted the supply change, confirmed adequate priming with visible drops, guided insertion of the infusion set, filled the cannula, and resumed insulin delivery. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included completion of troubleshooting and education with normal pump operation and no alerts or alarms. Investigation included remote technical review and guided user education on correct supply change procedure. Investigation of this case revealed user performance error during the supply change process without device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incomplete or incorrect procedural steps.